Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "belt speed controller set too high". The device history record review could not be performed without a lot number. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that they were trying to start therapy on a patient on the arctic sun device. This was their second device. This device was giving alert 01 (patient line open). The flow was 0lpm, inlet pressure was -0.5psi, circulation pump was 100 percentage, circulation valve was 0, pump hours were 1903 and system hours were 2833. Nurse stopped therapy, emptied and disconnected pads, and started in manual mode. The flow was 2lpm, inlet pressure was -7.0psi and circulation pump was 59 percentage. Nurse connected pads one at a time. Right chest pad showed flow was 1.0lpm, inlet pressure was -7.2psi, circulation pump was 38 percentage, left chest showed flow was 0.7lpm, inlet pressure was -3.9psi and circulation pump was 100 percentage. Moved left chest to another valve set it showed flow was 2.1lpm, inlet pressure was -6.8psi, circulation pump was 65 percentage, right thigh pad showed flow was 3.2lpm, inlet pressure was -6.8psi, circulation pump was 100 percentage and left thigh showed flow was 3.3lpm, inlet pressure was -7.0psi, circulation pump was 100 percentage. Mis suggested they mark the valve set that provided -3.9psi and send device to biomed for functional check when therapy was complete. Nurse disabled manual mode and started therapy in automatic mode. Flow was 3.3lpm.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were trying to start therapy on a patient on the arctic sun device. This was their second device. This device was giving alert 01 (patient line open). The flow was 0lpm, inlet pressure was -0.5psi, circulation pump was 100 percentage, circulation valve was 0, pump hours were 1903 and system hours were 2833. Nurse stopped therapy, emptied and disconnected pads, and started in manual mode. The flow was 2lpm, inlet pressure was -7.0psi and circulation pump was 59 percentage. Nurse connected pads one at a time. Right chest pad showed flow was 1.0lpm, inlet pressure was -7.2psi, circulation pump was 38 percentage, left chest showed flow was 0.7lpm, inlet pressure was -3.9psi and circulation pump was 100 percentage. Moved left chest to another valve set it showed flow was 2.1lpm, inlet pressure was -6.8psi, circulation pump was 65 percentage, right thigh pad showed flow was 3.2lpm, inlet pressure was -6.8psi, circulation pump was 100 percentage and left thigh showed flow was 3.3lpm, inlet pressure was -7.0psi, circulation pump was 100 percentage. Mis suggested they mark the valve set that provided -3.9psi and send device to biomed for functional check when therapy was complete. Nurse disabled manual mode and started therapy in automatic mode. Flow was 3.3lpm.